Event description:
It was reported that the pump exhibited error code 45986. Per reporter there was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed a scratched lcd lens, loose latch lock, damaged battery compartment and worn downstream and upstream occlusion seals. Functional testing duplicated the reported issue. The investigation determined that the most probable cause was a software error. The error was cleared and new software was downloaded. Service history review identified the complaint was not related to a previous service of the device within the review period.